Event description:
The dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, the device was visually inspected, and evidence of foam particles/degradation was found. In addition, the device had error codes e073, e130, and e053, and service was required. Additional findings are not related to the malfunction/issue. There was no reported patient death or serious injury, however, the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4). Should additional relevant information become available, a supplemental report will be submitted.